Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating there was a "speaker fault" error displayed. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomed. The equipment was restarted with no resolution. The customer was advised to check the cables and reconnect. The results of the analysis indicate the speaker connection was loose. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a loose connection with the speaker. The issue was resolved by reconnecting the speaker. The error message disappeared and the device is functioning correctly. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.